Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a blue object approximately 2 mm in diameter was discovered inside the chest cavity. It was immediately after the sureform45 white fire. It was thought that part of the pusher used to push out the reload staple may have fallen off. The piece was retrieved same procedure, and the procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the fragment was removed through the assist port. They visually confirmed all fragments were retrieved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: pusher colors for each sf45 reload color are as follows: black reload ¿ yellow pushers, blue reload ¿ orange pushers, green reload ¿ yellow pushers, white reload ¿ blue pushers. It looked like the user fired a white sf45 reload. As white reloads have blue colored pushers, it¿s possible the blue fragment pictured was generated from a pusher. Based on the image, it does not appear to be a full pusher, but potentially a piece of a pusher.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 45 white reload was lost in transit during transfer for advanced failure analysis. Based on the initial analysis, and that no pieces were found missing from the components within the reload, the coding will remain the same. It's possible the reported blue fragment may have originated from another instrument or accessory used in the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The sureform 45 white reload was returned and failure analysis investigation was completed. The reported complaint could not be replicated or confirmed. Visual inspection found no pieces missing and no product issue was identified. Unrelated to the reported event, the accessory reload knife was found to have blade damage. The knife edge was indented.